Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reports about 2-3 years ago, confirmed 2018 or 2019, ins died, pt went to see their healthcare provider (hcp) who got a manufacturer's representative (rep) to the clinic who made multiple attempt sessions to restart ins without success. So the hcp decided to replace ins with an MRI compatible device. . The troubleshooting steps that were taken on the call resolved the issue.